Event description:
It was reported that the lead was returned to the manufacturer after being explanted and returned with no information. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and the analyst determined that the outer insulation of the lead developed a breach due to environmental stress cracking (esc) while in vivo. While in vivo, the outer insulation of the lead developed cosmetic esc and while in vivo the outer insulation of the lead was observed to have blood ingression. (B)(4).